Event description:
It was reported that the patient presented in clinic for left ventricular (lv) lead implant procedure. During procedure, the lv lead failed to advance in the guidewire. The lv lead was not implanted, and another was implanted successfully on (B)(6) 2025. The patient's condition was unknown.

Event description:
Additional information received indicated that the patient was stable throughout procedure.

Manufacturer narrative:
The reported event of a guidewire insertion issue was not confirmed. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Visual and x-ray inspection did not find any anomalies. A guidewire insertion test was performed, and it was able to be fully inserted and removed successfully with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts.